Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the admit discharge transfer (adt) messages were delayed. A technical support specialist (tss) confirmed that messages were reaching the carefusion coordination engine (cce) late from the his side, and examples from electronic protected health information (ephi) showed matching delayed timestamps. After fmol resolved an issue on the interface, adt message flow returned to normal with no delays observed in current traces. However, pharmacy users continued to experience significant delays when logging into pes, with login attempts taking 40_50 seconds, while logins performed directly on the server completed within seconds. Identity server logs showed that the delay consistently occurred during the on_prem active directory authentication step, with a 44_second gap before receiving a response from the ad server, whereas azure ad authentication completed in about 2 seconds. Restarting iis and ad_related services on the pyxis server did not resolve the issue, indicating the slowdown originates from the hit_managed ad environment or possible network/firewall latency. These findings were communicated to the customer, and since the adt interface issue is resolved, a new support case will be opened specifically to address the delayed pes login issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server there was an issue with data crossing over from electronic privacy information center (epic) to the devices, along with continued slow login times. Admit discharge transfer (adt) messages were being delayed, and the orders failed to process because there was no active visit for the patient in es at that time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.